Manufacturer narrative:
The date of manufacture was changed from 07/01/2010 to 09/01/2007.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/24/2016. The fse found that the tubing at pinch valve vl46a was disconnected. The fse reattached the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a clear leak from the coulter lh 780 hematology analyzer. The volume of the leak was about 60 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.